Event description:
On thanksgiving day, a concentrator at (B)(6) facility experienced melting. There were no injuries and no structural damage to the building. The unit was discovered positioned against a curtain, which staff immediately moved and then placed outside for safety.